Manufacturer narrative:
Additional information: d10, g3, h3, h6 d10 concomitant product: egia60amt, egia60amt egia 60 artic med thick sulu (lot# p3b0117) h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the reload was fully fired. Functionally, the reload was loaded into a representative instrument. The interlock was overridden. The reload was cycled without hesitation or binding. The reload interlock was tested and found to function properly. It was reported that the device was unable to perform clamp test. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: the clamping mechanism was deformed. The product analysis noted evidence that the device was not used as intended. This issue can occur under the following conditions. Application over tissue that is beyond the recommended thickness range. Application with an obstacle incorporated in the jaws. In any of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: failure to completely fire the reload will result in an incomplete cut and/or incomplete staple formation, which may result in poor hemostasis and/or leakage. Always inspect the tissue thickness and select an appropriate staple size prior to application of the endo gia¿ ultra universal short, endo gia¿ ultra universal or endo gia¿ ultra universal xl stapler. Overly thick or thin tissue may result in unacceptable staple formation. When positioning the stapler on the application site, ensure that no obstructions, such as clips, are incorporated into the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant products: egia60amt, egia60amt egia 60 artic med thick sulu (lot# p3b0117) sigphandle, sig power sigphandle handle (serial# c22aal0332) sigpshell, sig power sigpshell control shell (lot# unknown) sigadaptstnd, egia60amt egia 60 artic med thick sulu (serial# unknown) egia60amt, egia60amt egia 60 artic med thick sulu (lot# p3b0117) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopically assisted distal gastrectomy, the tip of the reload was closed, but it did not close completely and remained in an open state. Even when clamping the tissue, tissue became slack and could not be grasped. When the firing was started, the tissue was pulled to the tip, so the firing was performed while holding it down with forceps. A new reload was used with the same powered devices to resolve the issue. There was no patient injury. The device was returned without accompanying information. Medtronic's evaluation of the device found that the clamping mechanism was deformed which is indicative of being applied to tissue that is beyond the recommended thickness range.

Manufacturer narrative:
Additional information: b5, g3, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopically assisted distal gastrectomy procedure, at the time of performing gastrectomy, the tip of the reload was closed, but it did not close completely and remained in an open state. Even when clamping the tissue, tissue became slack and could not be grasped. When the firing was started, the tissue was pulled to the tip, so the firing was performed while holding it down with forceps. A new reload was used with the same powered devices to resolve the issue. There was no patient injury. Afterwards, the account checked the closing and opening function of 6 unused reloads from the inventory and found out that the tip of 2 out of 6 reloads did not close. Medtronic's evaluation of the device found that the clamping mechanism was deformed which is indicative of being applied to tissue that is beyond the recommended thickness range.

Manufacturer narrative:
Additional information: g3, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.